Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. The activity log was reviewed and did not observe any shock attempts besides 30j manual tests. No clinical log file was available to review as part of this investigation. The data logs for the reported event date of january 1 and before were overwritten and not available for review. The device was recertified and returned to the customer. It is important to note that when performing a synchronized shock, the button must be held until the sync marker aligns with an r wave. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.